Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6)2025. On (B)(6)2025, it was reported that the patient experienced inaccurate cgm values where it was reading 186 mg/dl. She did not feel any symptoms of hypoglycemia, so she did not take any manual fingerstick, nor did she make any treatment decision. Instead, she took a nap; however, when her husband was trying to wake her up, she was unresponsive. Her husband called the ambulance. It took around 45 minutes before she regained consciousness. When the ambulance arrived, the emt took a bg reading which was 48 mg/dl. The patient was treated with sugar water, and her bg started to increase. The patient was taken to the hospital and when she arrived at the emergency room, they took another bg reading, but she could not remember what the reading was on both the manual fs and on her dexcom. No other medication was given. She stayed at the emergency room for approximately 5 hours. The patient was discharged the same day. At the time of the report the patient was fine but still recovering. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.